Event description:
It was reported that the r-waves had diminished over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal conductor was fractured, the defibrillation conductor was distorted, the outer tubing was torn, kinked/buckled, and had a non-electrical breach due to environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay had cosmetic environmental stress cracking, there was tissue on the helix, and blood was noted on the helix mechanism; distal segment returned and analyzed.